Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse with supplemental information provided by a consumer in the USA of absorbs a lot of solution, catheter infection and peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). On an unreported date, the decision had been made for the patient to withdraw from pd therapy. On (B)(6) 2013, during a call with baxter technical services (bts), following was reported. On an unknown date, the patient experienced a catheter infection and peritonitis. On (B)(6) 2013, the patient was hospitalized for the catheter infection and peritonitis. The cause of the catheter infection and peritonitis were unknown. The patient was not retrained because the decision had been made for the patient to withdraw from pd therapy on an unreported date. On an unreported date, the patient was treated with unspecified ip antibiotics. On (B)(6) 2013, the pd catheter was removed after it was determined that the inside of the catheter was infected. On (B)(6) 2013, the patient switched to hemodialysis and discharged from the hospital. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number gd893297 and gd893461. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.